Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic nissen fundoplication. According to the reporter: the needle jammed in the trocar when he is suturing. The needle broke off in the trocar, near miss critical incident. No component disengaged into the patient. No patient injury. "The fragment? And the needle broke off in the trocar"; please confirm that the needle fragment did not fall into the patient. The needle separated from the suture at the swedge. There was no breakage of the needle itself.